Event description:
As reported by pt's son, numelock tibial plate (left) cracked at its central bone.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.